Manufacturer narrative:
Physio evaluated the device and verified the reported issue. Physio replaced the system pcb assembly. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use.  The removed system pcb assembly was supposed to be sent to our failure analysis center but was accidentally discarded. Further evaluation could therefore not be performed and further root cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not recognize a ventricular fibrillation (vf) and did not deliver a defibrillation shock to the patient. The device was at that point being used on a patient; there was heavy rain. The customer used a back-up device to administer a shock to the patient. Later on in the event, the device would recommend a shock to be delivered although no analysis had been done. At that time, the device had reportedly illuminated its red service led. No information on the patient outcome or patient details was provided.